Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv). No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain due to a false empty detect, use error the initial drain alarm setting was inappropriately programmed, and one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: this report for an increased intra-peritoneal volume (iipv) confirmed by the by the product analysis lab via the device logs; however, the iipv was not duplicated during evaluation. Based on the information gathered during baxter?s investigation, the root cause of the report was insufficient drain due one or more cycles advancing to the next fill when a slow/no flow occurred above the minimum drain volume threshold. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The patient contacted baxter's technical service center regarding draining 4000ml that morning, which occurred on the homechoice (hc) during use during drain. The baxter technical service representative (tsr) asked the patient how they felt. The patient stated they felt fine. The tsr asked the patient the troubleshooting questions and had the patient do a manual drain. The patient stated they only drained 2 grams. The tsr asked the patient if the symptoms were relieved. The patient stated he feels fine and that he never had symptoms of feeling full. The tsr reviewed the therapy setting and therapy log. This complaint met increased intra-peritoneal volume (iipv) criteria. There was patient involvement but there was no patient injury indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the reported iipv. The rn stated she had not been made aware of the event and that the rn that was previously working with the patient was no longer there. The rn stated as far as they knew, the patient has not reported any other symptoms or drain volumes that meet iipv criteria. The rn stated the patient has been continuing therapy on the cycler successfully since then. There was no patient injury or medical intervention reported. No allegations were made against any of the patient?s dialysis products.